Manufacturer narrative:
The lot number was provided and the lot device history records were reviewed. The lot met all release criteria. This is the only complaint reported to date for this lot number and issue. The device was returned. Based upon the conditions in which the device was returned, the investigation is confirmed for sheath retraction issues and a complete circumferential rupture. It is likely that the circumferential balloon rupture caused the balloon to bunch distally as it was being withdrawn from the sheath, resulting in the reported retraction issues. However, the definitive root cause for the balloon rupture could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event.

Event description:
It was reported that the pta balloon ruptured at 14 atm during the first inflation in the arterial anastomosis of an a/v fistula. The balloon ruptured circumferentially and the distal portion prolapsed over the distal tip of the catheter during retraction making it difficult to retract the catheter through the sheath. A cut down was performed and the sheath and catheter were removed. The patient was reported as doing well.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information, which was updated in the appropriate sections.